Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision on the fourth postoperative day. The patient developed endophthalmitis, eye pain, increased intraocular pressure. Presently, the symptoms are controlled with treatment. The vision has improved. Additional clarification was provided, that approximately two weeks following the surgery, the patient experienced eye redness, pain, conjunctiva mixed congestion, anterior chamber flare (++), cell, (+++) and empyema 1mm. The patient was admitted to the hospital and an anterior chamber irrigation with a vitreous cavity drug injection were performed. Increase frequency of eye drop medication treatment. The routine blood work and the bacteria culture were negative. The minimum vision was counting fingers/in front of eye. The intraocular pressure was normal. The symptoms were relieved after being treated for one week. The situation was controlled and the patient was still being treated. Associated complication were listed as corneal edema, vitritis, hypopyon and pupil exudation membrane.